Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-10926. It was reported that the patient presented to the clinic upon feeling dizzy. Interrogation showed their right ventricular (rv) lead was over-sensing noise causing pacing inhibition. It was also noted that the right atrial (ra) lead sensing had decreased. The physician explanted and replaced the ra and rv leads. The patient was stable throughout.

Manufacturer narrative:
The reported events of noise and oversensing were confirmed. External insulation abrasion was noted at 10.7-12.1 cm from the pin consistent with lead friction to the ICD can. External insulation abrasion was also noted at 23.6-23.8 cm from the pin consistent with lead friction to another device or feature of the heart.